Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim x2 user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.

Event description:
It was reported that multiple, unspecified malfunction alarms occurred after the pump was submerged in the washing machine. Customer's blood glucose level was 349 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.